Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h manufacturer narrative initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on the bus. A field service engineer (fse) ran the hardware test application (hta) and observed that no cubies were detected. Upon inspection, the drawer's controller board was showing incorrect light emitting diode (led) indicators. The fse replaced the drawer controller board and reseated all row board connections and pyxibus cables. After these actions, the drawer began displaying cubies and was confirmed to be fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had failed drawer 4.2 and all cubies were not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had failed drawer 4.2 and all cubies were not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.